Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that battery grey bar / low telemetry battery voltage occurred upon interrogation of the implantable cardioverter de fibrillator (ICD) and after designated recovery period. The ICD was not implanted and there was no patient involvement.